Event description:
User facility initially reported that the device's display was blank. When the MFR's field svc personnel arrived on site, the user facility also reported that the device was not producing sound. The no sound condition was confirmed by the field svc personnel. The device was returned to the MFR, and it was confirmed by the MFR that a malfunction of a printed circuit board caused the no sound condition. While the device's display provides visual indicators of alarms occurring, the device's labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when no sound is audible, serious injury and/or death can occur.

Manufacturer narrative:
The device was returned to the MFR for eval. During the eval, it was confirmed by the MFR that a malfunction of a printed circuit board caused the no audible alarm condition. The faulty printed circuit board was replaced and the device passed all functional testing. The device was returned to the user facility is considered fully operational.